Event description:
Consumer reports getting false low reading. Variation in readings is too great within a short period of time. Analysis run on clark error grid using mean avg. Reading (47)as ref. Points vs. Bd readings (21,73) yielded data points in the d range of the grid outside of acceptable limits.